Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited increased shocking impedance measurements which at reached 165 ohms. Sensing and threshold measurements were still stable. Isometrics were performed which produced noise. A boston scientific technical services consultant documented the clinical observations and discussed troubleshooting. Efforts to obtain additional details were unsuccessful. No adverse patient effects were reported.